Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following the placement of a drainage catheter in the biliary tract, the catheter fractured. In (B)(6) 2010, a flexima drainage catheter was placed. Seventeen days later, during a CT scan, it was noted that the drainage catheter shaft had fractured approximately one third of the distance from the distal end of the catheter. An attempt to snare the pig tail end of the catheter was made and a portion of the catheter was removed however, the distal end of the catheter remained in the patient. No patient complications occurred while attempting to snare the catheter. The patient was brought to surgery and the catheter was successfully removed. The final patient condition was reported as fine. It was "unknown" if another drainage catheter was placed.